Event description:
It was initially reported that the physician's handheld would not hold a charge. The handheld would remain plugged in while not in use. The site removed the battery and reinserted it, performed a hard reset and no resolution of the issue. The handheld has been returned to the manufacturer for evaluation. Product analysis is planned but has not occurred to date

Event description:
Additional information was received that indicated that product analysis was complete on the handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The serial cord adaptor and power cord were not returned to the manufacturer for evaluation. Good faith attempts to get those returned have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected in the serial cord adaptor or power cord which were not returned, but did not cause or contribute to a death or serious injury.